Event description:
It was reported that a remote transmission was sent due to the patient having syncope. Possible far field r-wave (ffrw) sensing on the right atrial (ra) lead was noted. The lead remains in use. There were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 lead, implanted 2009-(B)(6). (B)(4)